Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected for peritoneal dialysis therapy at the time of the alarm. During the troubleshooting, it was determined that the patient line was loosely connected to the transfer set and it became disconnected. The technical service representative advised the patient to end the therapy and assisted with clearing the alarm. The cause of the disconnection was unknown and the patient's transfer set was replaced the following day. There was no patient injury or medical intervention associated with this event. No additional information is available.